Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, one day post-laparoscopic sleeve gastrectomy, hematoma appeared on the staple line. This resulted to patient rehospitalization. It was also reported that the patient had to be transferred for respiratory monitoring.